Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number, electrode lot number, and expiration dates were requested but not provided. The field service engineer (fse) inspected the module and found the rinse water level too low and the sample probe had no seal inside which was consistent with the deterioration of the rinse water tubing shrinking over time, delivering insufficient rinse water levels to the reaction cells. He then replaced the valve behind the syringe assemblies to improve the reagent probe inside the washing. He also replaced the ultrasonic mixers (usm) to improve cuvette mixing functionalities, the reagent nozzle 2, and the sample probe. He also placed a stylus wire through reagent nozzle 1. He performed mechanism checks and noted that the fill levels were low, while the detergent levels were within specifications. He then replaced the rinse tubing and one damaged vacuum tubing. He performed mechanism checks and adjusted the gear pump pressure and rinse water levels to within specification. Qc was performed with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable cobas integra creatinine plus ver.2 assay (crep2) and ise indirect na for gen.2 results from multiple patient samples tested on the cobas 6000 c501 module. The reporter was able to provide three examples of discrepant results: on (B)(6) 2024: sample ID: (B)(6) the initial na result was 185 mmol/l. The repeat result was 134 mmol/l. Sample ID: (B)(6) the initial na result was 150 mmol/l. The repeat result was 138 mmol/l. On (B)(6) 2024: sample ID: (B)(6) the initial creatinine result was reported to the doctor; the doctor asked for a rebleed. The initial creatinine result of the initial patient sample was 274 umol/l. The repeat result of the initial patient sample was 87 umol/l. The result of the new patient sample was 84 umol/l.